Event description:
Received notice of complaint concerning above product via medwatch user report filed by facility. Reports an event in which the venous line disconnected from the pt's catheter. Reports that the pt lost approx 30-40cc of blood. Approx 15 minutes later, the pt was rolled onto her side. At this time the pt became unresponsive. Emergency measures were initiated successfully. The pt was then transferred to the ICU. The bloodline has been discarded. Called facility to obtain further info, message (voice mail) left for director of nursing to return phone call. 4/9/99 follow-up telephone call to be made to the health care professional who reported the event. Verified that pt has been discharged from the hosp and is considered stable. The pt's discharge summary is not available. However, the hcp or md did not believe the reported pt event was a direct result of the 30-40 cc blood loss. There was no evidence or reason to believe than an air embolism occurred. Hcp stated that since the time of the reported event, further info suggests that a cardiac event occurred. Confirmed with the hcp that no other similer events took place within this facility with this product.